Event description:
The customer reported that a patient expired during use of a philips monitor.

Manufacturer narrative:
The customer reported that a patient expired during use of a philips monitor. Philips is reporting this only because a patient coded when being monitored using our devices. There is no indication from the preliminary investigation, that use of this monitor was a factor in the death. Philips is in the process of obtaining additional information regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).